Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a button alarm. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. However, customer stated that nothing was pressing on the button. Customer's blood glucose level was 160 mg/dl. Reportedly, the alarm continued to occur, so a replacement pump was sent. Customer to use multiple dose injections for insulin therapy.